Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was tested on an in-house system in normal mode, and it passed the test. The usm was also tested on a test platform without any issues. Errors 319 and 307 were confirmed in the system logs, but not replicated. The rolling loop fiber assembly will be replaced as a precaution.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the system had a recoverable fault on the arm 4. An intuitive surgical, inc. (Isi) technical support engineer (tse) was unable to see error logs since system was not connected. The customer power cycled the system to continue. The customer called back to report that errors were continuing to occur on arm4. The customer power cycled the system and a non-recoverable fault occurred on arm4; option to disable the arm4 was not available/displayed. The tse explained that the fault would likely continue to reoccur until repaired and recommended disabling arm4. The tse guided customer through the disabling process and successfully disabled arm4. The tse explained that the customer could swap to another available patient side cart (psc) and verified that all systems were at the same software revision. The customer switched to another psc to continue. The procedure was completed with no reports of patient injury. An isi followed up with the initial reporter and obtained the following additional information: there was no patient injury due to the reported issue. The system functionality was checked upon power up and the system was working well.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive the usm involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.